Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited left ventricular pace impedance measurements of greater than 3,000 ohms. It was noted that the patient had atrial fibrillation and was having an ablation due to symptoms. Subsequently, the crt-d was explanted due to set screw issues and a new device was implanted which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The left ventricular setscrew had a piece of a hex wrench broken off inside the hex slot. This prevented proper setscrew operation.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited left ventricular pace impedance measurements of greater than 3,000 ohms. It was noted that the patient had atrial fibrillation and was having an ablation due to symptoms. Subsequently, the crt-d was explanted due to set screw issues and a new device was implanted which remains in service. No additional adverse patient effects were reported.